Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product was suspected to have a pocket infection. The patient was treated with intravenous medications. There were no additional adverse effects reported. All available information indicated that the product remains in service.